Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: lasso circular mapping catheter other company¿s devices were used during this study: mullin¿s sheaths (cook medical), ensite navx (st. Jude medical) (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The devices were not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that two patients with atrial fibrillation in smarttouch group underwent radiofrequency catheter ablation. The patients developed cardiac tamponade. During the case, the patient inhaled deeply, and the catheter became displaced due to the inhale. This resulted a sudden high contact force (more than 100 g) and haemodynamic compromise less than 5 min later. No information regarding intervention or hospitalization is available. Title: "use of a contact force-sensing ablation catheter with advanced catheter location significantly reduces fluoroscopy time and radiation dose in catheter ablation of atrial fibrillation." The purpose of this study was to evaluate the 'real-world impact of a novel contact force (cf)-sensing (smarttouch, biosense webster, (B)(4), USA) catheter coupled with an advanced catheter location (acl) system on fluoroscopy time and fluoroscopy dose during atrial fibrillation (af) ablation. The study was conducted between 2009 and 2014. Suspected device is thermocool smarttouch ablation catheter, however catalog and lot number are unknown. Other serious adverse events were reported in this article to be reported in individual mdrs: five patients pericardial effusion in smarttouch group. One patient cardiac tamponade with difficult trans-septal puncture in smarttouch group. One patient cardiac tamponade in smarttouch group. Fifteen patients pericardial effusion in control group. Ten patients cardiac tamponade in control group. The awareness date for this complaint is 10/2/2015 because the article was reviewed on 10/2/2015.